Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reviewing attached picture, the complaint description can be confirmed that the cage during removal is damaged. Not possible to identify the root cause for the reported problem without having the complained part available for investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history part: 04.835.125.02s, lot: 4l04636, manufacturing site: mezzovico, release to warehouse date: 10.apr.2019, expiry date: 01.apr.2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device was discarded. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that l5-s1 alif: (B)(6), (B)(6) 2020. This case was a hybrid with arthroplasty at l4-5 (different company) and an alif using synfix evolution. Original case was 19 dec. Over the course of the next two weeks, the competitor¿s arthroplasty device failed. Though alif cage was solid and doing what it was intended, the surgeon felt it best to remove all and do a corpectomy. ¿ 02 jan 2020, the surgeon removed all implants. Initially had issues removing the two s1 screws, but eventually got them out by drilling cage. Did corpectomy and used a competitor's expandable cage and plated construct with our atb plate. No ae reported 15 minutes delay in the surgery. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity 1). This complaint involves three (3) devices. This report is for one (1) synfix® evolution spacer med/13.5mm height/14°-sterile. This report is 2 of 3 for (B)(4).